Event description:
It was reported that a review of the presenting electrogram (egm) was requested on this cardiac resynchronization therapy defibrillator (crt-d). Technical services (ts) reviewed the available data and noted evidence suggestive of intermittent loss of capture (loc) on the left ventricular (lv) channel. Ts recommended in-clinic evaluation and consideration of programming adjustments. No adverse patient effects were reported. This crt-d remains in service.